Event description:
An 8.5 fr sheath (short) could not be easily removed from right femoral artery. Pt was taken to vascular lab where sheath was removed under fluoroscopy. A wire and obturator were used in removing it. There was no evidence of hematoma following removal. Sheath appears to have stretched about 1" in length.